Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the screwdriver shaft was broken and stuck in the mini quick coupling chuck while removing a screw. The mini quick coupling chuck could not be used and was damaged. A stardrive screwdriver shaft t8 was used to remove the rest of the screws. There was no surgical delay. Procedure was successfully completed. Patient status was stable. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 2.4mm stardrive screwdriver shaft. This is report 1 of 2 for (B)(4). This complaint captures the intra-operative event while (B)(4) captures the post-operative event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent removal of the screw due to discomfort. During removal, the screwdriver shaft was broken and stuck in the mini quick coupling chuck. The mini quick coupling chuck could not be used and was damaged. A stardrive screwdriver shaft t8 was used to remove the rest of the screws. There was no surgical delay. The procedure was successfully completed. Patient status was stable. Concomitant device: screw (part: unknown, lot: unknown, quantity: unknown)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative. H3, h4, h6: part: 314.451. Lot: l605696. Manufacturing site: haegendorf. Release to warehouse date: 23. Nov. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, during removal the screwdriver shaft was broken and stuck in the mini quick coupling chuck while removing a screw. The mini quick coupling chuck cannot be used and may be damaged. A stardrive screwdriver shaft t8 was used to remove the rest of the screws. There was no surgical delay. Procedure was successfully completed. Patient was fine. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity # unknown). This complaint involves two (2) devices. Investigation flow: broken. Visual inspection: visual inspection performed at customer quality observed that the portion of the connection end of the shaft was broken. Broken fragments were not returned. Additionally, the edges of hex tip were worn and slightly deformed. Document reviews: relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for screw driver, tip coupling drawing and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis: dimensional analysis was performed at the breakage falls within specifications. DHR review: received device was manufactured at haegendorf site on 23 nov. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Material analysis: material analysis was not performed because only top level of the device history record reviewed as sub-components are not lot tracked. It is possible that material property could not have contributed to the complaint. Investigation conclusion: while no definitive root cause could be determined it is possible that the device encountered unintended forces during its usage. Also, complaint description stated that surgeon chose this screwdriver as he could not find the correct screw driver to use. Therefore, it is possible that the device would have subjected to unintended forces that could have led to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.